Event description:
It was reported that the patient experienced severe tricuspid regurgitation. There was no malfunction. The system was explanted and replaced with a leadless pacemaker due to the regurgitation. The patient was doing well.